Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 267 mg/dl. Reportedly, the customer did not feel comfortable using the pump due to bg level. Upon follow up, customer indicated that the pump would still be used for insulin therapy. No additional information was provided.